Event description:
The customer reported that the device advised shocks and that they were delivered, but that the event summary did not reflect those delivered shocks. The involved pt was transferred to the care of hospital personnel. This was reported as a serious injury, but philips does not yet know the nature of the injury.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.